Event description:
It was reported the patient was getting their implantable neurostimulator (ins) out on tuesday of next week. The reporter stated they were nervous and stressed out. The reporter further stated the ins in them was broken. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).